Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported the tip of the screwdriver broke when the surgeon was attempting to remove a uss 2 polyaxial screw. The tip of the driver was easily located and removed from the patient.